Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose levels were 414mg/dl and 415 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also reports the insulin flow block alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Auto mode was not active .